Manufacturer narrative:
On (B)(6) 2016, additional information indicated the lot number of the device is 5838158, and the catalog number 3542645. (B)(4).

Manufacturer narrative:
On 3/02/2018 the mentor failure analysis lab has received the device for evaluation.  The analysis has begun, but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no indication this relates to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 6/01/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Replacement device for the left implant is catalog number 3503501bc, serial number (B)(4) which also been reported in the initial report for the right implant. Manufacturer¿s reference number : (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the left side deflated after implantation. The issue of deflation was diagnosed during the physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel 350cc gel-filled implants on (B)(6) 2018.the patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.